Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released for according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative, or a center director; the patient noted blur in the right eye, but reported haze much better post rinse. No symptoms other than blurry centrally. At the follow up visit, central, coalesced cells/haze were noted in the right eye. The mid periphery was clear. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.